Event description:
Customer reported that the unit is reporting multiple error codes. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Patient/user information: through follow-up, customer confirmed no patient involvement at the time of the reported issue. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.